Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: was surgery delayed due to the reported event? No, if yes, number of minutes: 30 minutes. Action taken when event occurred? Surgeon switched back to v-loc, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study no, please clarify the event description. What is meant by ¿could not see the barbs then tried pulling back on the suture towards the barbs and the suture pulled through (against the barbs).¿ answer: the surgeon commented that he ¿could not see the barbs¿ on the suture. When the surgeon pulled suture back towards the barbs in order to test if suture was holding, the barbs did not hold the suture and easily pulled back through the tissue. What is the lot number? Answer: do not have lot number. Investigation summary: it was reported barb non-engagement in tissue. An empty labeled winding former and a needle-suture piece of product code sxpp1b406 were returned for analysis. During the visual inspection of the suture piece, body fluids along of strand were found and at the end, the cut appears to be by the use of a surgical instrument. Due to the condition of the sample no visual test could be performed on the barbs. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the condition of the samples received, it could not be determined what may have caused the reported incident.

Event description:
It was reported that a patient underwent a laparoscopic vaginal hysterectomy on (B)(6) 2019 and barbed suture was used. While closing the vaginal cuff the surgeon first mentioned he could not see the barbs, then tried pulling back on the suture towards the barbs and the suture pulled through, against the barbs. Additional information was requested. There were no adverse patient consequences reported.